Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. An internal and external inspection was performed and found no issues. There was no evidence of fluid or moisture found within the device. Testing of the power cord received with the device revealed no problems and it is electrically intact. Review of the device service history and device history record revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the device was made. Upon receipt of the device, an evaluation including the device history review, event history log review, and service history review will be performed to investigate the reported death. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. It was unknown if therapy was ongoing until the time of death. The cause of death was unknown. It was not reported if an autopsy was performed. No additional information is available at this time.